Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of groin pain ("left groin pain following insertion") in a female patient who had essure (batch no. He01153) inserted for sterilization. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced groin pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the groin pain was resolving. The reporter provided no causality assessment for groin pain with essure. The reporter commented: patient 2 - no difficulties at insertion. 3 coils noted on right, 10 on left. Left groin pain following insertion. Review (B)(6) 2017. No other pelvic abnormality seen at follow-up, pain improved. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 03-nov-2017 for the following meddra pt: groin pain: n° 10 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2017: quality-safety evaluation of ptc. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 03-nov-2017 for the following meddra pt: groin pain: n° 10 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.